Manufacturer narrative:
Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device repair status unknown.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that by the customer when discussing another pump, that the cardiosave intra-aortic balloon pump (iabp) has a power cord issue. They are unable to extend or retract the cord. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.